Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufacture date: march 4, 2020 - march 5, 2020. H10: the device was received containing no fluid in the bladder. Visual inspection via the naked eye showed no evidence of particulate matter on the exterior surface of the parts of the device. For visual inspection on the interior of the bladder, the bladder was filled with water. After fill, visual inspection via the naked eye showed no evidence of particulate matter inside the bladder or on parts located inside the bladder. There was no evidence of particulate matter found either inside or outside the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) had particulate matter. This was identified during filling. There was no patient involvement. No additional information is available.